Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump lost power during patient transport. Pump quickly switched out with another. No patient implications. Findings/action taken: power supply sent to and replaced by biomed. Biomed also replaced the battery with a battery of equal capacity that they did not obtain from arrow. Also, umbilical cable not locking in place, replaced. Ac power cord clip missing; replaced and extras sent. Screws on raise lower mechanism broken; replaced and extras sent.

Manufacturer narrative:
(B)(4). Investigation: the condor power supply (p/n 77-0063-003, s/n (B)(4)) was returned for evaluation. Visual inspection of condor power supply was performed and found no obvious damage or defects. The condor power supply was installed into a known good autocat2w and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual (rev 3) and all voltages were within specification. The pump was run on battery (battery load test) until the iabp shut down (>90minutes within spec). A battery load test was performed after letting the pump charge for over 8 hours and the unit ran for over 90 minutes. The power supply passed all functional testing. Visual inspection of condor power supply internal hardware was performed and no abnormality was found. Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "lost power during patient transport" is not confirmed. The reported problem could not duplicate at (B)(4) during the functional test. The power supply passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: symptom - pump lost power during patient transport. Pump quickly switched out with another. No patient implications. Findings/action taken: power supply sent to and replaced by biomed. Biomed also replaced the battery with a battery of equal capacity that they did not obtain from arrow. Also, umbilical cable not locking in place, replaced. Ac power cord clip missing; replaced and extras sent. Screws on raise lower mechanism broken; replaced and extras sent.